Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a faulty lead that occurred during a procedure. It was noted that after response on foramen needle and after repositioning, it was determined that the lead was faulty. No factors noted to have led/contributed to the event. Troubleshooting was noted as used imaging, repositioning of the lead, and testing needle. An additional lead was used and the issue was noted as resolved. It was noted that motor response was tested with a 9 cm foramen needle intraoperatively prior to inserting the lead and got bellows motor response when stimulating via the needle at a low stimulation level. Only minimal motor response and only from one electrode with tined lead. Used imaging and repositioning, no response on electrodes. Placed another 9 cm foramen needle alongside the tined lead and got excellent motor response. The hcp removed the tined lead to inspect it and then reinserted using the introducer, still got the same minimal response as before. Used a second tined lead, which gave motor response.

Manufacturer narrative:
Product ID: 3889-28, lot# (B)(4), product type: lead. Analysis of the lead (s/n: (B)(4)) found no anomalies. Electrical testing determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# 0213908488, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the lack of response was found on foramen needle and on second lead using the same testing cable.